Manufacturer narrative:
Age at time of event: over 18 years old. The device was returned for analysis. Deployment shaft peeling was present, the device was sent to analytics lab for further investigation. An electrical test was not run prior to analytics lab investigation. Bse micrographs showed evidence of saline residue near the damaged area of the polyimide on the deployment shaft. Bse micrographs showed the damaged area of the polyimide on the deployment shaft after cleaning the saline residue off the deployment shaft and indicated the direction the deployment shaft was moving when the damage occurred (being deployed). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 19dec2017. It was reported that tracking issues occurred. During a right atrium tachycardia ablation procedure, an intellamap orion catheter was selected for mapping. The orion was placed inside the right atrium and it could not be tracked on the rhythmia mapping system. The procedure was completed with another of the same device. No patient complications occurred and the patient was discharged. Device analysis revealed deployment shaft peeling.